Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) the controller ((B)(6)) were not returned for evaluation. There is no evidence that (B)(6) had previously been serviced. A review of the devices¿ history record confirmed that the associated devices met all requirements for release. Log file analysis revealed one (1) electrical fault alarm was logged on (B)(6) 2025 at 16:42:06 and two (2) reactivation events logged at 16:42:02 and at 16:42:06. The electrical fault alarm and reactivation events were due to an open phase in the front stator, resulting in single stator operation (rear stator only). The alarm cleared at 16:42:15. On site inspection of the driveline cable, as well as visual evidence provided by the site, did not reveal any anomalies with the driveline, the driveline connector, the controller driveline port, nor the driveline cover. As a result, the reported electrical fault alarm was confirmed; however, the reported poor mechanical connection could not be confirmed due to insufficient evidence. Based on applicable risk documentation and available information, a possible root cause of the reported electrical fault alarm and poor mechanical connection event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Additional products: d1: controller d4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited an electrical fault alarm. It was stated that the alarm lasted nine seconds and was self-clearing. It was noted that the driveline exhibited an unstable/poor mechanical connection. A thorough inspection of the driveline, driveline cover, and connector was conducted, revealing no signs of damage, with the connector fully seated in the controller and the driveline cover correctly oriented and in good condition. No servicing was required. The driveline and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.